Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the reporter and obtained additional information. During a da vinci-assisted sigmoid colon resection procedure, the tip of the suction irrigator detached and fell into the patient's anatomy. The fallen tip was retrieved through the port without issue. Intervention was required in the form of the or staff needing to remove the fallen tip through the port. The reporting nurse advised that the patient was doing fine following the incident.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the nurse called in to report that the tip of the 8mm suction irrigator instrument detached and fell into the patient anatomy. The fallen tip was retrieved through the port without issue. The reporter advised that the procedure was currently ongoing, but that the patient was doing fine. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .